Event description:
It was reported that a pt felt a static shock when the ECG leads were attached to their body. There was no negative pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.